Event description:
Patient underwent surgical procedure in 2007, at which time x stop implants were inserted at two levels; l4-5, and l3-4. During the procedure, a spinous process fracture occurred at l3-4; the surgeon elected to remove both implants for lack of stability, and completed the procedure by performing a laminectomy decompression at both levels.

Manufacturer narrative:
Device not returned. Unable to obtain additional information from facility. No conclusion can be drawn at this time.